Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 d4: batch # 843a67 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed?: yes. If yes, how was the device removed? With the opening button what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Opening the instrument was no problem. It just would not release did the jaws eventually open?: it was opened after it could not be released. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b present. The reload was received partially fired 1/10 and the reload lockout spring was damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The reported event was confirmed and related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 843a67, and no non-conformances were identified.

Event description:
It was reported that the stapler was loaded with the magazine. Stapler was placed and should be released the stapler could not be released, even after several attempts a new stapler and a new magazine were opened, this one was working. There was no patient damage nor significant delay reported.